Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the light guide (lg) lens could not be identified and a definitive root cause of the could not be determined, however, due the foreign material being attached to an area other than the outer surface of the scope, it was likely not possible to be removed through reprocessing. It is probable that the adhesive around the lens was peeled off due to physical stress such as hitting the tip of the scope, dropping the tip or chemical stress from the chemical solution used, moisture was able to enter the lg lens. The event may be detected by following the instructions for use sections below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera duodenovideoscope image was partially dark. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material coming from the light guide lens and from the biopsy channel. Additionally, it was observed that the forceps could not be inserted due to a clogged channel tube, which are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a partially dark image due to a scratch on the charge-coupled device lens. Upon further inspection, it was observed that there was residue and foreign material coming from the light guide lens and from the biopsy channel. Also, it was observed that the forceps could not be inserted due to a clogged channel tube. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the suction cylinder was peeled off. It was observed that the connecting tube and the universal cord were corrugated. It was also observed that the adhesive of the bending section cover was broken. It was observed that the gap on the up and down knob was out of standard due to a worn angle wire. It was also observed that the insulation failed due to a cut on the shrinkable tube of the lock engagement lever. It was observed that waterproof failed due to a deformed forceps lever and elevator channel plug. It was also observed that the coating on the universal cord was peeled off. It was observed that the electrical connector was corroded. It was also observed that the light guide lens had a scratch and was broken. Also, it was observed that the charge-coupled device lens had scratches. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the connecting tube protector was broken. Lastly, it was observed that the suction cylinder was shaved, and the color ring was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.